Event description:
A customer reported that a quality control sample initially read 0.99 ng/ml for digoxin (target 1.35 ng.ml). A repeat of the quality control sample read 1.23 ng/ml. A second quality control sample initially read 1.48 ng/ml for digoxin (target 2.92 ng/ml) and repeated as 2.99 ng/ml. For one pt sample, the analyzer produced a digoxin result of <0.3 ng/ml. A repeat result was not reported to the floor, so pt treatment was not initiated, altered, or stopped due to the initial result. The cause of the event is unk.